Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml, lot # 73d1600314 was manufactured on 04/18/2016 a total of (B)(4) pieces. Lot was released on 04/19/2016. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 auto endo5 ml for evaluation. The returned device was visually examined with and without magnification. Visual examination of the returned device revealed that the unit was received with the trigger partially engaged. No other defects or anomalies were observed. Reference attached files (B)(4) for investigation photos. Functional inspection was performed by attempting to fire the remaining clips from the device. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. One clip was able to properly load and close upon completion of trigger engagement. This was repeated with the same results. The device was able to correctly apply all remaining clips in the channel. The device was returned with 7 clips remaining in the channel indicating that 8 clips other remarks: were fired by the end user. No functional issues were found. A corrective action is not required at this time as there were no functional issues found with the returned autoendo5. The device was able to properly load and apply clips when handled correctly. The reported complaint of clips came out of the device without firing was not confirmed based upon the sample received. The returned autoendo5 was able to properly load and apply clips. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues with the returned sample.

Event description:
After one clip was advanced clips continued to come out of the jaws before firing. The report states that there was no patient injury or consequences.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
After one clip was advanced clips continued to come out of the jaws before firing. The report states that there was no patient injury or consequences.